Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the injury was due to inexperienced staff. No field service action was required, and no product was returned to intuitive surgical, inc (isi) for failure analysis investigations. System and instrument log reviews could not be performed due to onsite connectivity and insufficient product information. The system user manual, chapter 9: patient cart use, section 9.6: using guided tool change, page 9-23; contains the following warning: ¿during guided tool change, do not use excessive force while inserting an instrument, to prevent patient tissue damage.¿

Event description:
It was reported that during a da vinci assisted sigmoidectomy procedure, the guided tool change (gtc) could not be used after using the table motion, and when the monopolar curved scissors (mcs) instrument was manually inserted and injured the small intestine. The issue occurred 3 hours into the procedure, and there was no issues using the gtc. When the event occurred, the gtc function was off because it was after repositioning the patient in table motion. The manual insertion of the mcs caused a perforation injury to the small intestine. The blood loss was negligible and resolved by suturing the perforation closed. The procedure was completed robotically after confirming the anastomosis of the resection again. According to the surgeon, the cause of the event was due to inexperienced staff while handling the instrument. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event.